Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported this patient felt he was not getting the medication needed as he felt the same as prior to having the pump implanted and he could hardly walk. The patient had a refill in earlier in (B)(6) 2012. On (B)(6) 2012 the patient stated his infusion rate was increased by 30%. At that time the pump volume was reported to be down approximately 3-4 cc since the (B)(6) refill. Even after this programming adjustment, the patient had pain in the lower back and left leg. No alarms were heard by the patient. The patient had made attempts to contact his physician. The health care provider later reported that this patient had a sudden loss of pain control. There was report of a failure to aspirate the catheter due to a partial obstruction. However, this was resolved after the catheter was flushed with omnipaque. It was reported the pain control was back to prior problem. A computerized tomography (CT) scan was done on (B)(6) 2012 which noted a possible kinking of the catheter. A catheter dye study was done on (B)(6) 2012 with easy aspiration and injection. After flushing the catheter the patient was 'back to normal.' There was report of a possible kinked catheter. No surgical intervention had been performed. This device system delivered hydromorphone.